Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation in her back and legs. A sjm representative tried reprogramming to no avail as the patient experienced pain/pressure like sensation in her lower back along with unintended stimulation in abdomen. X-rays taken revealed possible lead migration. Surgical intervention was taken on (B)(6) 2015 to revise the leads. Reportedly, the patient received effective stimulation postoperatively. The patient received two leads with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified during the lead revision surgery ((B)(6) 2015) the leads were explanted and replaced. Reportedly the patient received effective stimulation postoperatively.